Event description:
It was reported that the patient experienced inadequate stimulation, and that the pain in his feet could not be captured. The physician decided to upgrade the device because it had been implanted for some time, and an upgrade would increase the coverage option. It was noted that reprogramming was attempted but did not resolve the inadequate stimulation. The patient underwent a revision procedure in which the implantable pulse generator (ipg) was replaced. The patient is doing well postoperatively. The device will not be returned as it was disposed of by the facility.